Manufacturer narrative:
(B)(4). 3004753838-2025-081271 (MDR-(B)(4) ) was reported in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a serious adverse event, because although the doctor removed the sensor wire, there was no indication the wire was surgically removed, and no evidence of serious injury. Please disregard the initial reporting of this event as this event is still considered a reportable malfunction event. B1 adverse event and/or product problem- correction - removed "adverse event" b2 outcomes attributed to adverse event - correction- removed "other" h1 type of reportable event - correction h2 correction h6 health effect impact code - correction.

Event description:
Subsequent to the initial MDR, it was determined that the last report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a serious adverse event, because although the doctor removed the sensor wire, there was no indication the wire was surgically removed, and no evidence of serious injury. This is still considered a reportable malfunction event.

Event description:
Subsequent to the initial MDR, it was determined that the last report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a serious adverse event, because although the doctor removed the sensor wire, there was no indication the wire was surgically removed, and no evidence of serious injury. This is still considered a reportable malfunction event.

Manufacturer narrative:
(B)(4). 3004753838-2025-081271 (MDR-(B)(4)) was reported in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a serious adverse event, because although the doctor removed the sensor wire, there was no indication the wire was surgically removed, and no evidence of serious injury. Please disregard the initial reporting of this event as this event is still considered a reportable malfunction event. B1 adverse event and/or product problem- correction - removed "adverse event", b2 outcomes attributed to adverse event - correction- removed "other", h1 type of reportable event - correction, h2 correction, h6 health effect impact code - correction.

Manufacturer narrative:
(B)(4). Information was pulled on 03/14/2025 per maude report mw5167387. This report is 4 of 4 allegations of wire/needle/cannula damaged or missing that had similar event details. Related records: (B)(4).

Event description:
It was reported that a wire/needle/cannula damaged or missing wire occurred. The sensor was inserted into the arm. Date of event is an approximation. On (B)(6) 2025, the patient reported she experienced four g7 broken "sensor probes" within the past 60 days and the wires remained in the skin. Information was pulled on (B)(6) 2025 per maude report mw5167387. This report is 4 of 4 allegations of wire/needle/cannula damaged or missing that had similar event details. On an unspecified date, the patient consulted her primary care provider (pcp) who helped remove the sensor wires from the skin (unspecified method of removal). No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.